Event description:
Patient¿s husband reported an increase in seizures after vns implantation. Patient is implanted with a model 106 generator, currently under (B)(4) undergoing clinical study evaluation. The model 106 device delivers stimulation in the same manner as other commercially distributed devices, and is therefore considered similar to those devices for the purposes of this event. Seizure activity in (B)(6) was noted to be higher than during other months since implantation. Patient¿s record of seizures (from husband¿s record) during month of october includes: (B)(6) ¿ 7: 18 seizures; (B)(6) ¿ 12: 56 seizures; (B)(6) ¿ 16: 13 seizures; (B)(6) ¿ 21: 5-12 seizures/night each night; (B)(6) ¿ 28: 35 seizures. From (B)(6), the patient was not receiving vns stimulation. Output current was at 0 ma during this time. According to physician, patient has had seizure control with intermittent seizures, but experienced marked increase in nightly seizures approximately 1 year prior to vns implant. Physician has indicated that patient has cyclical seizure pattern, and that while the total seizures may be more than pre-vns state, they are not dissimilar to prior exacerbations. Physician indicates that increased seizures could have been a possible secondary effect of painful stimulation reported by the patient due to intensity of stimulation resulting in increased anxiety and insomnia. Physician has since lowered settings to resolve painful stimulation; patient's seizure frequency, intensity, and duration have all reportedly decreased within the last month.

Manufacturer narrative:
The information reported on the supplemental report #3 was not in relation to the events in this report #. The information was relevant and reported accurately in MFR report #: 1644487-2014-00695. If remedial action initiated, corrected data: the information reported on the supplemental report #3 was not in relation to the events in this report #. The information was relevant and reported accurately in MFR report #: 1644487-2014-00695. No remedial action was taken in relation to the events captured in this MFR report #. Action reported to FDA under 21 usc 360i(f), list correction/removal reporting number, corrected data: the information reported on the supplemental report #3 was not in relation to the events in this report #. The information was relevant and reported accurately in MFR report #: 1644487-2014-00695. No actions are taken in relation to the events captured in this MFR report #.

Event description:
The information reported on the supplemental report #3 was not in relation to the events in this report #. The information was relevant and reported accurately in MFR report #: 1644487-2014-00695.

Event description:
Further manufacturer investigation was completed. Based on the information gathered through the investigation, the root cause was determined to be an unintended design issue, which allows the burst watchdog timeout event to occur when all of the following conditions are met: 1. Sensing is enabled and autostim burst is in progress. 2. Magnet output current = autostim output current. 3. Autostim output current = 0.25ma and frequency = 10hz (i.e. Ramp enabled). 4. Magnet is repeatedly applied (i.e. Reed switch closed) for >300ms and = 3 seconds. The issue is caused by the method by which the device firmware calculates the remaining time in autostim on time after a magnet activation occurs when conditions 1 through 3 above are present. When recalculating the stimulation burst time following a magnet activation, an additional two seconds is added to the time to account for ramp up. If the magnet is repeatedly swiped at a pace with less than two seconds between magnet activations, multiple recalculations can add enough time to allow the stimulation to exceed the watchdog timer.

Event description:
It was reported that the patient¿s seizure history has not changed as of (B)(6) 2013 and varies from month to month. The patient has an extreme amount of seizures historically. The patient complaint was that the vns had not helped with her seizure activity as well as they had hoped for, but did state it had decreased the duration of the seizures. The physician reportedly has not indicated that the patient¿s seizure pattern/occurrence is a profound worsening and should be considered an adverse event. The vns normal mode current was decreased to 1.0ma from 1.75ma, and the painful stimulation resolved totally during post adjustment period in the office. The increased current on (B)(6) 2013 was a contributor to the pain with no other know contributing factors.

Manufacturer narrative:
This information was inadvertently left off of supplemental MFR. Report #01.